Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). (B)(6). The device was requested but not yet received.

Event description:
It was reported failed blood to pass through filter of oxygenator. The device was exchanged during use. No harm to the patient was reported. (B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- (B)(4). The sample was returned to the manufacturer. The sample was investigated in the laboratory of the manufacturer. According to the investigation report the sample was checked for abnormalities. There were no abnormalities detected. Thus the reported failure of the oxygenator could not be confirmed. During investigation of the oxygenator it has been confirmed by the ssu that there was a mistake in the failure description: instead of the oxygenator rather the rotaflow centrifugal pump was the affected component. Further investigation of the rotaflow centrifugal pump is no longer possible as it has been already disposed. Therefore the most probable root cause could not be determined. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
It was reported: failed blood to pass through filter of oxygenator. The device was exchanged during use. No harm to the patient was reported. Internal reference: (B)(4).